Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of five reports (3007042319-2015-01689, 3007042319-2015-01690,3007042319-2015-03014, 3007042319-2015-03015 and 3007042319-2015-03016) submitted for devices related to the same event.

Event description:
Narrative - it was reported by a clinical engineer that a patient experienced a single low priority beep from his controller, the battery gage for "port 1 went from being lit up to going blank before going back to lit up". The patient reports this has happened on various occasions. It was confirmed that the battery was connected appropriately. The facility will replace the patient's batteries. The battery was exchanged with no reported consequences or impact to the patient. No additional information was reported.